Manufacturer narrative:
(B)(4). The device broke intra-operatively and was not implanted or explanted. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing date: april 4, 2015 - expiration date: february 28, 2025 a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 100mm tfna ti lag screw sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient received a trochanteric fixation nail system (tfna) for a mid-shaft femur fracture due to a gunshot wound. During final tightening of the lag screw, the lateral tip sheared off. An x-ray was taken. The surgical resident indicated that the issue "was not related to an implant, but rather due to the patient's hard bone.". It was also noted that the head might not have been drilled far enough with the stepped drill or with the tap. While inserting the screw, the initial instinct was to stop at one revolution due to the difficulty in placing the screw. However, the attending physician requested that one more revolution be done. This effort was really forced and, after one-quarter of a turn, the tip sheared off. The attending was pleased with the reduction and did not want to change the screw. He was unable to retrieve the fragment. The procedure was completed with a five (5) minute delay. This report is 1 of 1 for (B)(4).